Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An abbott diabetes care sales representative reported a medical event that was relayed to him by a nurse at the (B)(6). Caller reported the patient received an adc freestyle libre sensor scan result of 62 mg/dl and an unspecified ¿lower¿ reading from the built-in, but was transported to the hospital, where he was treated with unspecified medications for ¿hyperglycemia¿. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An abbott diabetes care sales representative reported a medical event that was relayed to him by a nurse at the praxis dr. Lindenberg medical clinic. Caller reported the patient received an adc freestyle libre sensor scan result of 62 mg/dl and an unspecified ¿lower¿ reading from the built-in, but was transported to the hospital, where he was treated with unspecified medications for ¿hyperglycemia¿. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.